Event description:
It was reported to philips that the sync button on the device was broken. There was no patient involvement.

Event description:
It was reported to philips that the sync button on the device was broken. There was no patient involvement.